Manufacturer narrative:
Additional information: h3. Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. However, an on-site evaluation was performed by a fresenius field service technician (fst). Additionally, photos of the damaged board were provided for review. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event was able to be confirmed.

Event description:
A user facility biomedical technician (biomed) reported to technical support that a 2008t hemodialysis machine was experiencing a blank screen issue on power up. It was also reported that facility staff noted a burning smell coming from the machine. The biomed was unable to find any burn marks (or thermal damage) during their machine evaluation. There was also a constant unspecified alarm coming from the machine. The biomed tried replacing the ui/mics board and display assembly, but this did not resolve the issue. It was confirmed the ui/mics board and display assembly were taken from a known good machine, and both parts worked on the good machine but not on the affected machine. The biomed returned the original ui/mics board and display assembly to the machine. The biomed then requested onsite service from a field service technician (fst), and an fst was subsequently dispatched to the facility for further evaluation. The fst identified burn damage on the edge of the sensor board during their inspection. The fst said it melted to the plastic board holder, and they had trouble removing it. No other machine components were damaged. The fst said the motherboard, ui/mics board, power logic and actuator board all looked good. The fst replaced the sensor board, calibrated it, and this resolved the blank screen issue. The machine then gave a 24 volt low alarm when it was powered on. The fst replaced the power supply with a new one and the 24v low alarm went away. There were no further issues, and the machine passed all testing. The fst confirmed there were no signs of any smoke, sparks, or flames. The machine had 475 operating hours on it. The fst confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. They were unsure if the machine had any previous history of failing the electrical leakage test. The machine was returned to service upon completion of the repair. The damaged sensor board and the power supply were both returned for physical evaluation.

Manufacturer narrative:
Correction: h6.

Event description:
A user facility biomedical technician (biomed) reported to technical support that a 2008t hemodialysis machine was experiencing a blank screen issue on power up. It was also reported that facility staff noted a burning smell coming from the machine. The biomed was unable to find any burn marks (or thermal damage) during their machine evaluation. There was also a constant unspecified alarm coming from the machine. The biomed tried replacing the ui/mics board and display assembly, but this did not resolve the issue. It was confirmed the ui/mics board and display assembly were taken from a known good machine, and both parts worked on the good machine but not on the affected machine. The biomed returned the original ui/mics board and display assembly to the machine. The biomed then requested onsite service from a field service technician (fst), and an fst was subsequently dispatched to the facility for further evaluation. The fst identified burn damage on the edge of the sensor board during their inspection. The fst said it melted to the plastic board holder, and they had trouble removing it. No other machine components were damaged. The fst said the motherboard, ui/mics board, power logic and actuator board all looked good. The fst replaced the sensor board, calibrated it, and this resolved the blank screen issue. The machine then gave a 24 volt low alarm when it was powered on. The fst replaced the power supply with a new one and the 24v low alarm went away. There were no further issues, and the machine passed all testing. The fst confirmed there were no signs of any smoke, sparks, or flames. The machine had 475 operating hours on it. The fst confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. They were unsure if the machine had any previous history of failing the electrical leakage test. The machine was returned to service upon completion of the repair. The damaged sensor board and the power supply were both returned for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to technical support that a 2008t hemodialysis machine was experiencing a blank screen issue on power up. It was also reported that facility staff noted a burning smell coming from the machine. The biomed was unable to find any burn marks (or thermal damage) during their machine evaluation. There was also a constant unspecified alarm coming from the machine. The biomed tried replacing the ui/mics board and display assembly, but this did not resolve the issue. It was confirmed the ui/mics board and display assembly were taken from a known good machine, and both parts worked on the good machine but not on the affected machine. The biomed returned the original ui/mics board and display assembly to the machine. The biomed then requested onsite service from a field service technician (fst), and an fst was subsequently dispatched to the facility for further evaluation. The fst identified burn damage on the edge of the sensor board during their inspection. The fst said it melted to the plastic board holder, and they had trouble removing it. No other machine components were damaged. The fst said the motherboard, ui/mics board, power logic and actuator board all looked good. The fst replaced the sensor board, calibrated it, and this resolved the blank screen issue. The machine then gave a 24 volt low alarm when it was powered on. The fst replaced the power supply with a new one and the 24v low alarm went away. There were no further issues, and the machine passed all testing. The fst confirmed there were no signs of any smoke, sparks, or flames. The machine had 475 operating hours on it. The fst confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. They were unsure if the machine had any previous history of failing the electrical leakage test. The machine was returned to service upon completion of the repair. The damaged sensor board and the power supply were both returned for physical evaluation.